Event description:
User reports changing the preclean on the instrument when he realized the preclean needle in slot one was bent. User stated that he tried to bend it back into place and it broke off which caused a minor spill of preclean reagent on the floor into the walkway. User added the fluid leak was cleaned up immediately and no one was injured. No discrepant or erroneous patient results were generated due to this issue.

Manufacturer narrative:
The field service representative determined the cause to be a broken preclean needle and replaced needle. He primed preclean reagent to verify analyzer performance.